Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) of 64 mg/dl. The user and the user's daughter expressed concern that pump and phone alarms did not wake the user. The agent reviewed alarm and notification settings, and the user increased pump volume to high and confirmed mobile app settings. Blood glucose (bg) was corrected with fast-acting carbohydrates. No symptoms, outside assistance, or medical intervention were reported.